Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow-up received on 05-jul-2016. (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/ complications each individual plaintiff experienced were not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic abscess ("pelvic abscess") in a 25-year-old female patient who had essure (batch no. 50656873, 969224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena; for an unreported indication: prenatal vitamins. Concomitant products included calcium carbonate (tums), calcium citrate, omeprazole magnesium (prilosec) and ranitidine hydrochloride (zantac). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pelvic abscess (seriousness criterion medically significant), 2 years 6 months after insertion of essure. The patient was treated with antibiotics, steroid antibacterials and surgery (hysterectomy with unilateral salpingo-oophorectomy, vaginal cuff oversewing and abalation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, alopecia, migraine, vaginal haemorrhage and abdominal pain had resolved and the pelvic abscess and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, headache, menorrhagia, migraine, pelvic abscess, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: plaintiff fact sheet received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, pelvic abscess, dysmenorrhea (cramping), abdominal pain were added. Outcome of vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, alopecia, migraine, headache updated to recovered / resolved. Patient information, treatment , historical and concomitant drugs, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, alopecia and headache outcome was unknown. The reporter considered alopecia, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter, start and stop date of essure added. Event medical device removal deleted, events hair loss, headache and pain added. On (B)(6) 2015 she had surgery to remove essure. Essure legal manufacture has changed from bayer (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic abscess ("pelvic abscess") in a 25-year-old female patient who had essure (batch no. 969224-invalid,50656873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena; for an unreported indication: prenatal vitamins. Concomitant products included calcium carbonate (tums), calcium citrate, omeprazole magnesium (prilosec) and ranitidine hydrochloride (zantac). On (B)(6)2012, the patient had essure inserted. In (B)(6)2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6)2015, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient experienced pelvic abscess (seriousness criterion medically significant), 2 years 6 months after insertion of essure. The patient was treated with antibiotics, steroid antibacterials and surgery (hysterectomy with unilateral salpingo-oophorectomy, vaginal cuff oversewing and ablation). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, alopecia, migraine, vaginal haemorrhage and abdominal pain had resolved and the pelvic abscess and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, headache, menorrhagia, migraine, pelvic abscess, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2012, (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Manufacture date:2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.